Event description:
In the previously submitted report should read: the patient outcome was reported as infection resolved and when contacted for follow up the patient had no concerns with their device therapy.

Event description:
It was reported that the patient had the implantable neurostimulator (ins) on their right side (they have 2 ins systems implanted) removed due to an infection. The infection started on (B)(6) 2015 with symptoms of redness, swelling, and pain at the ins pocket site. It was unknown if peri-operative antibiotics were administered. The patient did not have meningitis. A culture of the device pocket grew no organisms and it was reported that there was no (B)(6) cellulitis. Treatments included partial device system explant together with oral antibiotics. The patient outcome was reported as infection and when contacted for follow up the patient had no concerns with their device therapy. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3889-28, lot# va0ddch, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).